Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a single gripper actuation issue. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 functional mitral regurgitation (mr). During the procedure it was noted that the posterior gripper would not drop all the way down as it would only come down halfway. There was no difficulty visualizing the clip. Trouble shooting was performed by locking the clip to see if it would resolve the issue, but did not. The clip was not implanted in the anatomy and was replaced with a new clip. Post procedure mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.